Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address osteolysis and loosening of the tibial component at the cement to implant interface. Competitor cement was used. It was also reported that the competitive revision surgeon and the original surgeon were somewhat shocked at the amount of wear, pitting and backside wear. The surgeon would like a follow up letter regarding any findings on the tibial insert. Doi: (B)(6) 2015; dor: (B)(6) 2019; left knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes heen able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not bsynthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected: h6. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records (B)(4) medical records: (B)(6) 2019) reviewed. Primary operative note indicated that on (B)(6) 2015, patient received a left total knee replacement. There were no reported complications. On (B)(6) 2019, patient's left knee was revised to a competitor system, to address pain and aseptic loosening of the tibial base plate. Operative findings indicated significant synovitis, as well as femur and tibia bone lytic lesions consistent with osteolysis. The revising surgeon stated that the tibial baseplate was loose, having virtually no bone cement adhered to the tibial implant. He also noted that the tibial insert was found to have "significant amount of pitting, and backside wear". Surgeon identified extensive osteolysis of the tibial plateau, as well as significant distal femur osteolysis. This was significant enough to require augmentation of the tibial and femoral revision components. There was also a report of a femur bone fracture (crack) identified during the preparation of the revision femoral sleeve of the competitor device. Cerclage cable was applied to address. It is reasonable to conclude that the depuy products did not cause or contribute to the fracture.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H6 patient code: no code available (3191) used to capture device revision or replacement if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.